Event description:
It was reported that there was an increase in nerve injuries relating to 20 defective unspecified bd vacutainer® blood collection needles due to irregularities in the tip surface and burrs. This caused an immediate "shock-like sensation" of pain in the patients that traveled "down their hand, branch of radial nerve lateral cutaneous nerve, but some with branches of median nerve, either anti-cubital vein or lateral cubital vein". Pain, numbness, and tingling were experienced by several patients, "some for several weeks, others for longer", and led to several visiting their physicians, who confirmed radial nerve damage "by asking the patient to hold arm out in front of them with palm up and turn it over". Patients reportedly experienced significant disruption in their professional lives "as they work with their hands (dentist, dental hygienist, etc.)." All incidents occurred with experienced phlebotomists operating the needles, who reportedly did not go near nerves more likely to receive injuries. Additionally, it was reported that this defect was thought to be a contributor to falsely elevated potassium results, as the irregularities in the needles were thought to have sheared through the red blood cells and increased the potassium. This resulted in some patients being sent to the emergency room, where blood was re-drawn and results were found to be "normal". As reported by the customer, "it was reported that there has been an increased nerve injuries relating to defective needle tips with irregularities in the surface and burrs. The needle bevel could be contributing to falsely elevated potassium results. Increased nerve injuries relating to defective needle tips with irregularities in the surface and burrs (see pictures attached). We have photographed a number of different needles from different lot numbers and many of these show a significant defect in the back end of the bevel with loss of surface coating and some burring along the outside of the needle. We are concerned that as the needle is placed in the arm, the burred edge could be catching on nerves that are adjacent to the vein. We have seen an increase in probable nerve injuries despite changing our sop to try to prevent these. Over the last year, we have seen approx. 20 of these and in previous years, we have only seen approx. 0.5 to 1.0 per month.

Manufacturer narrative:
Correction: additional information was received via phone call from the customer. The following information has been updated: event attributed to: required intervention. Describe event or problem: it was reported that there was an increase in nerve injuries relating to 20 defective unspecified bd vacutainer® blood collection needles due to irregularities in the tip surface and burrs. This caused an immediate "shock-like sensation" of pain in the patients that traveled "down their hand, branch of radial nerve lateral cutaneous nerve, but some with branches of median nerve, either anti-cubital vein or lateral cubital vein". Pain, numbness, and tingling were experienced by several patients, "some for several weeks, others for longer", and led to several visiting their physicians, who confirmed radial nerve damage "by asking the patient to hold arm out in front of them with palm up and turn it over". Patients reportedly experienced significant disruption in their professional lives "as they work with their hands (dentist, dental hygienist, etc.)." All incidents occurred with experienced phlebotomists operating the needles, who reportedly did not go near nerves more likely to receive injuries. Additionally, it was reported that this defect was thought to be a contributor to falsely elevated potassium results, as the irregularities in the needles were thought to have sheared through the red blood cells and increased the potassium. This resulted in some patients being sent to the emergency room, where blood was re-drawn and results were found to be "normal". As reported by the customer, "it was reported that there has been an increased nerve injuries relating to defective needle tips with irregularities in the surface and burrs. The needle bevel could be contributing to falsely elevated potassium results. Increased nerve injuries relating to defective needle tips with irregularities in the surface and burrs (see pictures attached). We have photographed a number of different needles from different lot numbers and many of these show a significant defect in the back end of the bevel with loss of surface coating and some burring along the outside of the needle. We are concerned that as the needle is placed in the arm, the burred edge could be catching on nerves that are adjacent to the vein. We have seen an increase in probable nerve injuries despite changing our sop to try to prevent these. Over the last year, we have seen approx. 20 of these and in previous years, we have only seen approx. 0.5 to 1.0 per month. Relevant tests/laboratory data: physician visit, emergency room visit, patients redraw. Type of reportable events: serious injury.

Event description:
It was reported that there was an increase in nerve injuries relating to 20 defective unspecified bd vacutainer® blood collection needles due to irregularities in the tip surface and burrs. This caused an immediate "shock-like sensation" of pain in the patients that traveled "down their hand, branch of radial nerve lateral cutaneous nerve, but some with branches of median nerve, either anti-cubital vein or lateral cubital vein". Pain, numbness, and tingling were experienced by several patients, "some for several weeks, others for longer", and led to several visiting their physicians, who confirmed radial nerve damage "by asking the patient to hold arm out in front of them with palm up and turn it over". Patients reportedly experienced significant disruption in their professional lives "as they work with their hands (dentist, dental hygienist, etc.)." All incidents occurred with experienced phlebotomists operating the needles, who reportedly did not go near nerves more likely to receive injuries. Additionally, it was reported that this defect was thought to be a contributor to falsely elevated potassium results, as the irregularities in the needles were thought to have sheared through the red blood cells and increased the potassium. This resulted in some patients being sent to the emergency room, where blood was re-drawn and results were found to be "normal". As reported by the customer, "it was reported that there has been an increased nerve injuries relating to defective needle tips with irregularities in the surface and burrs. The needle bevel could be contributing to falsely elevated potassium results. Increased nerve injuries relating to defective needle tips with irregularities in the surface and burrs. We have photographed a number of different needles from different lot numbers and many of these show a significant defect in the back end of the bevel with loss of surface coating and some burring along the outside of the needle. We are concerned that as the needle is placed in the arm, the burred edge could be catching on nerves that are adjacent to the vein. We have seen an increase in probable nerve injuries despite changing our sop to try to prevent these. Over the last year, we have seen approx. 20 of these and in previous years, we have only seen approx. 0.5 to 1.0 per month.

Manufacturer narrative:
Investigation summary: as no catalog number, lot number, photos or samples were received, this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was an increase in nerve injuries relating to 20 defective unspecified bd vacutainer® blood collection needles due to irregularities in the tip surface and burrs, which sheered through the red blood cells. Additionally, it was reported that this defect was thought to be a contributor to the falsely elevated potassium results. As reported by the customer, "it was reported that there has been an increased nerve injuries relating to defective needle tips with irregularities in the surface and burrs. The needle bevel could be contributing to falsely elevated potassium results. Increased nerve injuries relating to defective needle tips with irregularities in the surface and burrs. We have photographed a number of different needles from different lot numbers and many of these show a significant defect in the back end of the bevel with loss of surface coating and some burring along the outside of the needle. We are concerned that as the needle is placed in the arm, the burred edge could be catching on nerves that are adjacent to the vein. We have seen an increase in probable nerve injuries despite changing our sop to try to prevent these. Over the last year, we have seen approx. 20 of these and in previous years, we have only seen approx. 0.5 to 1.0 per month. Possibility that the irregular surface of the needle bevel could be contributing to falsely elevated potassium results. As red cells are pulled over the irregular surface of the back end of the beveled part of the needle, they are sheered causing increase in potassium."